Manufacturer narrative:
Tracking #.49241. Ees #.980801/j. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry information received, visual examination and functional test, it was concluded that the reported event during surgery occurred due to a partially yielded cartridge nose weld and to three staples jammed in the nose. No conclusion could be reached if the yielded nose weld caused the staples to become jammed in the nose or if the staples jammed in the nose caused the nose weld to yield.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.